Event description:
Patient reports she was hospitalized for replacement of port for infusion and which caused large vein to collapse and needed to get new port (had 2 surgeries in last 30 days). Due to being in and out of the hospital, pt was not able to get her medicine. Pt missed doses so now wants to resume therapy. Pt resumed therapy on (B)(6) 2026 and will be due on(B)(6) 2026. The date of admission and length of stay of the hospitalizations were not reported. Date and type of surgeries were not reported. The specialist is aware. No additional information was reported. Indication: other organ or system involvement in systemic lupus erythematosus; glomerular disease in systemic lupus erythematosus; systemic lupus erythematosus, unspecified.